Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer had experienced high blood glucose for three days. Blood glucose value was over 500 mg/dl; treated with insulin pen. The customer had changed the insulin and infusion set twice in the last two days. During troubleshoot; it was stated the drive support cap is recessed. They declined to check for air bubbles or leaks. Customer removed the cannula and it was bent. It was also reported that the insulin pump has a crack on the top right corner of the screen. The lip that holds the reservoir is also broken and the reservoir does screw in securely but it does not have that protective lip. Blood glucose was 475 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.